Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips didn't close properly. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received partially fired with jaws stuck closed. Jaws stuck partially closed, cam would not move, had to force open in an attempt to replicate the event reported, the device was tested for functionality it was noted to have issues holding the clip on the jaw. The issue found with the completion of the handles cycle, was found to be a result of a non-functional antibackup feature. It is possible this condition was caused be attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. Due to the antiback up failure, the clips of the device would not be held on the jaw while forming, causing the reported would not close properly issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.